Event description:
It was reported that a patient presented for an implant procedure. The implantable cardioverter defibrillator (ICD) was found to be in backup mode upon initial interrogation. The physician elected not to use the ICD. The patient was discharged.

Manufacturer narrative:
The reported event of backup operation was confirmed. After the device was restored, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.